Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2024. During the procedure, it was noticed that "the bands were reversed", and it could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block a1: the other patient identifier is (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block a1 (patient identifier), block a2 (age at time of event), block a4 (weight), block b5, and block e1 (initial reporter address 1, initial reporter city, and initial reporter zip/post code) have been updated based on the additional information received on october 12, 2024. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with six bands attached to it, three of them overlapped and one was broken. In addition, the ligator housing teeth were found bent. The handle had marks of trip wire being secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing had six bands attached, three bands overlapped, and one was broken, and the ligator housing teeth were bent. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2024. During the procedure, it was noticed that "the bands were reversed", and it could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on october 12, 2024: it was noted that no difficulty was experienced upon setting up the device.